Event description:
Physician was using stryker shaver blade resector shaver tips for arthroscopy. Both a reprocessed and a new tip left metal shavings in the shoulder tissue. Photos were taken and are stored in the memory of tower 1 ortho video system. The shavers have been sequestered. Reprocessed 4.0 and 5.0 shavers have been removed from stock along with new stryker shavers of the same lot number. The stryker and sterimed reps have been notified of the incident.what was the original intended procedure?shoulder arthroscopy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.